Manufacturer narrative:
This medical report is due to lack of delivery of a replacement meter. Therefore, a device will not be returned and as such, this is a final report. Due to the nature of the medical complaint a report is being filed. A replacement meter has been sent to customer.

Event description:
Customer reported that due to a delay in receiving her replacement precision xtra meter, she was unable to test her blood glucose and began to feel dizzy and fell down. No injury is reported and she did not seek third party medical intervention. She reports drinking orange juice to counteract her symptoms. There was no report of death or mistreatment associated with this event.